Manufacturer narrative:
On the previously submitted report, adverse event/product problem, outcomes attributed to ae in section b, type of reported complaint, and health impact code were incorrect. They are corrected in this report.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5118880) regarding the field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient was diagnosed with liver damage and liver disease, has chronic respiratory issues, and headaches. There is no allegation of serious or permanent harm or injury. Medical intervention required by the patient is unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.